Manufacturer narrative:
(B)(6). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06738. The same patient is represented in each medwatch. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with perineorrhaphy and excision of rectal skin tag, due to stress urinary incontinence, perineocele, and rectal skin tag. The patient underwent mesh revision on (B)(6) 2006 due to urinary retention. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, recurrent urinary tract infection, incontinence. Dysuria. Frequency and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, and dyspareunia. It was reported that patient experienced mesh erosion and underwent mesh revision on (B)(6) 2006. No additional information was provided. (B)(4).